Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified peripheral artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became kinked mid shaft and wrapped around the non-boston scientific guidewire. The catheter was exchanged, and the same thing happened with a new opticross 18 imaging catheter. The procedure was completed with another device of the same device. There was no patient complications reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k160514, k222568.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection revealed the guidewire exit port was lifted, but the distal section of the tip was in good condition. Functional test showed a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. G4: premarket / 510(k) #: k160514, k222568.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified peripheral artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became kinked and wrapped around the non-boston scientific guidewire. The device was removed from the patient intact. The procedure was completed with another device of the same device. There was no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified peripheral artery. An opticross 18 imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter became kinked and wrapped around the non-boston scientific guidewire. The device was removed from the patient intact. The procedure was completed with another device of the same device. There was no patient complications reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k160514, k222568 g1 MFR contact first name, MFR contact last name: corrected.